Manufacturer narrative:
H10: a philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The rse indicated that a meeting would be held with the facility information technology (it) department to discuss the issue. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.it could not be confirmed that the philips device had a malfunction. The cause is unknown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm problem, there is no call forwarding. The device was not in use on a patient.